Event description:
It was reported that there was a difficulty in draining, the negative pressure of the lilia boll connected to the flat drain placed in the operating room was checked a total of four times, but the negative pressure gradually decreased as the contents accumulated.

Manufacturer narrative:
The reported event was unconfirmed. Six photos were received for evaluation. The first 4 photos show one used 100 cc silicone bulb, evacuator from different angles. The next two photos show a label and a note in native language. Received 1 used 100 cc silicon bulb evacuator without packaging. The evacuator was connected to in house tubing and methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water), it was able to suction the solution with no issues. No leaks were noted. The bulb evacuator was emptied with no issues either. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a difficulty in draining, the negative pressure of the lilia boll connected to the flat drain placed in the operating room was checked a total of four times, but the negative pressure gradually decreased as the contents accumulated.